Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that sparks were emitted from the back of the unit. The device was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. During evaluation, sparking could not be replicated and was determined to be unconfirmed.